Event description:
The customer called to report a button error alarm, which was not able to clear. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion at the motor and electronic assembles. Unable to perform the displacement test due to the blank display.